Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organ') in a 31-year-old female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, abortion, acid reflux (oesophageal), human papilloma virus infection, hypothyroidism, ankle operation, augmentation mammoplasty, hernia repair, tonsillectomy, wisdom teeth removal, d & c, augmentation mammoplasty and c-section. (B)(6) 2014 : patient denies any problem after essure. Previously administered products included for an unreported indication: ortho tri cyclen from february 2014 to september 2014 and mirena from 2013 to february 2014. Concurrent conditions included anxiety, gastrointestinal disorder, hashimoto's disease, colposuspension, cystoscopy and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dry skin ("dry skin") and temperature intolerance ("cold intolerance") and was found to have weight increased ("weight gain"), 2 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia / prolonged periods"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding ((vaginal)/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), abdominal pain ("abdominal pain") and rash ("hormonal breakouts"). The patient was treated with surgery (she had surgery to remove the essure/ hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dyspareunia, menorrhagia, pelvic pain, mood swings, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, dry skin, temperature intolerance, abdominal pain, rash, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, temperature intolerance, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: result was negative. Concerning the injuries reported in this case , the following ones were confirmed in patient's medical record: menorrhagia, pain, dysmenorrhea and migraines. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event outcome of painful intercourse, menorrhagia / prolonged periods, pain, mood swings, abnormal bleeding ((vaginal)/ heavy bleeding, migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain, dry skin, cold intolerance, abdominal pain, hormonal breakouts, bladder problems and urinary problems or changes was updated to recovered/resolved. Event pt of event ¿perforation of organ¿ was updated to uterine perforation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ") in a 31-year-old female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, abortion, acid reflux (oesophageal), human papilloma virus infection, hypothyroidism, ankle operation, augmentation mammoplasty, hernia repair, tonsillectomy, wisdom teeth removal, d & c, augmentation mammoplasty and c-section. (B)(6) 2014 : patient denies any problem after essure. Previously administered products included for an unreported indication: ortho tri cyclen from (B)(6) 2014 to (B)(6) 2014 and mirena from 2013 to (B)(6) 2014. Concurrent conditions included anxiety, gastrointestinal disorder, hashimoto's disease, colposuspension, cystoscopy and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse"), pelvic pain ("pain") and fatigue ("fatigue"). In 2017, the patient experienced menorrhagia ("menorrhagia / prolonged periods") and vaginal haemorrhage ("abnormal bleeding ((vaginal)/ heavy bleeding"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), dry skin ("dry skin"), temperature intolerance ("cold intolerance"), abdominal pain ("abdominal pain") and rash ("hormonal breakouts"). The patient was treated with surgery (she had surgery to remove the essure/ hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, dyspareunia, menorrhagia, pelvic pain, mood swings, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, dry skin, temperature intolerance, abdominal pain, rash, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, perforation, rash, temperature intolerance, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (B)(6) 2014 : a urine pregnancy test was performed today and the result was negative. In (B)(6) 2014, that it was successful and I could not get pregnant. "Concerning the injuries reported in this case , the following one/ones were described in patient's medical record :confirming- menorrhagia, pain, dysmenorrhea, migraines " quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ") in a 31-year-old female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, abortion, acid reflux (oesophageal), human papilloma virus infection, hypothyroidism, ankle operation, augmentation mammoplasty, hernia repair, tonsillectomy, wisdom teeth removal, d & c, augmentation mammoplasty and c-section. (B)(6) 2014 : patient denies any problem after essure. Concurrent conditions included anxiety, gastrointestinal disorder, hashimoto's disease, colposuspension, cystoscopy and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse"), pelvic pain ("pain") and fatigue ("fatigue"). In 2017, the patient experienced menorrhagia ("menorrhagia / prolonged periods") and vaginal haemorrhage ("abnormal bleeding ((vaginal)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), dry skin ("dry skin"), temperature intolerance ("cold intolerance"), abdominal pain ("abdominal pain") and rash ("hormonal breakouts"). The patient was treated with surgery (she had surgery to remove the essure/ hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, dyspareunia, menorrhagia, pelvic pain, mood swings, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, dry skin, temperature intolerance, abdominal pain, rash, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, perforation, rash, temperature intolerance, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . (B)(6) 2014 : a urine pregnancy test was performed today and the result was negative. "Concerning the injuries reported in this case , the following one/ones were described in patient's medical record :confirming- menorrhagia, pain, dysmenorrhea, migraines " most recent follow-up information incorporated above includes: on 2-apr-2018: events : "mood swings, abnormal bleeding ((vaginal), migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain, dry skin, cold intolerance, abdominal pain,hormonal breakouts, bladder problems, urinary problems or changes", reporter, lot number added from pfs. Historical and concomittant condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("painful intercourse") and menorrhagia ("menorrhagia / prolonged periods"). The patient had surgery to remove the essure on (B)(6) 2017. At the time of the report, the perforation, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia and perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.